Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that tower door t1.2 was making a clicking sound and was failing to operate correctly. A field service engineer (fse) replaced the latches of tower doors t1 and t2 to resolve the issue. The storage space was then tested using the hardware testing application and verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.